Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2021-12815. Reference MFR. Report#: 1627487-2021-13739. Additional information received revealed the patient's doctor decided to explant the patient's extensions. Afterwards, impedances were within normal limits once the patient's lead was connected to their ipg. Surgical intervention addressed the patient's issue.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2021-12815. Reference MFR. Report#: 1627487-2021-13739.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.